Event description:
Pt is a (B)(6) female undergoing bilateral mastectomies, tissue expanders and full thickness skin grafts for reconstruction. A zimmer air dermatome was used to harvest skin from the right buttock. The dermatome appeared to be working properly until it was applied to the buttock. Then it appeared to have a skipping pattern as two or three strokes were made. A tegaderm dressing was applied to the right buttock. The dermatome was removed from service. It has now been returned to the MFR for repair. A second air dermatome was obtained to take the skin graft from the left buttock.